Event description:
Pt reported obtaining back-to-back blood glucose results of 305 mg/dl and 115 mg/dl on the compact system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the compact system. Pt did not provide the location where the discrepant results were obtained. While on the line with technical support, pt was unable to locate these values in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped. Compact system: compact strip lot 20656442 with expiration date 06/30/2008.

Manufacturer narrative:
The compact test drum is the suspect device.